Event description:
The ge oec 9800 fluoroscopy sys would not boot for the facility svc engineer.

Manufacturer narrative:
A ge oec svc rep investigated the issue and assisted the facility engineers on repair for the no boot issue. The cmos had a low battery and needed to be charged. Additionally the cmos settings were erased and re-loaded. The facility engineer received a defective image processor board that was being replaced by the facility. A replacement was ordered and remaining svc left to the facility. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.